Event description:
Pt dosed with intermediate insulin after 10:00pm (he usually injects earlier) he also did not eat his snack. At 6:15am the next morning he tested his blood glucose as 144mg/dl on the suspect device. He injected insulin and passed out 45 min later. The emergency medical technicicans tested his blood glucose as 40 mg/dl and treated with glucose intravenously.